Event description:
A patient with unstable angina underwent a procedure to the posterolateral branch. The case was emergent due to acute coronary syndrome (acs). The target vessel was not tortuous or calcified; the 12mm de novo lesion was eccentric, with no calcification or thrombus. The site was predilated with a 2.25x15mm balloon at 8atm for 30 seconds. The 2.5x18mm cypher stent was implanted at 14atm for 20 seconds. The site was not postdilated. Ivus was not conducted. There was untreated lesion proximal to the implanted cypher, but it was not treated because it was bifurcated. Post porcedure stenosis was 0%; timi flow pre and post procedure was 3. Act was not measured. Thirty minutes after pci, the patient complained of chest pains. Angiography was conducted and acute closure was observed. Poba was conducted and a bare metal stent (type unknown) was implanted proximal to the cypher. The patient was discharged 15 days later.